Event description:
Healthcare professional reported "concern with the product" and "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, white particles inside the device and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius/anterior side and opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A sharp opening on posterior assessed as to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.